Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was leaking. It is unknown if the scope was in the trocar when the leak occurred or not. Another device was used to complete. There was no patient consequence.